Event description:
Received an article titled "fenestrated stent grafting for short-necked and juxtarenal abdominal aortic aneurysm: an 8-year single-centre experience. European journal of vascular and endovascular surgery. 2010. 39, 259-536. It was a retrospective data collection from november 2001-april 2009. Ptfe covered stents were used in the juxtarenal aneurysm repairs. Per the study, one pt had a dislocation of the stent which was relocated in the aneurysmal sac during the procedure.

Manufacturer narrative:
A complete investigation was not able to be performed as no product code, lot number, or sample was provided. Per the study the fenestrated stent grafting for shirt-necked and juxtarenal abdominal aortic aneurysm appears safe and affective on the longer term. Associated files: 1219977-2015-00090; 1219977-2015-00092.